Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. I have been by the physician's office 2 times now to gain additional information and the staff has refused to meet with me to provide additional details. I have no other information than what was originally reported. Description of event, symptoms, manifestation of reaction infection name of surgery? What was the procedure date? What date /day post op was the reaction noted? What prescription strength medication prescribed to treat the reaction? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2025 and topical skin adhesive was used. Physician that she had seen an increase of allergic reaction. They just wanted to report. Medication was required. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: physician that she had seen an increase of allergic reaction over the past six months. It has had approximately twenty patients with an issue. They just wanted to report since this has happened multiple times. Additional information has been requested and received. Did the event occur during one or multiple patient procedures? Multiple ? What is the total number of procedures? Approximately 20 ? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No ? If this event occurred in multiple procedures, please provide the following information for each this information is not available patient event: - what is the procedure name? - what is the procedure date? - what date did the reaction occur on? - what does the reaction look like and how large of an area does the reaction cover? - do you have any pictures of the reaction?: no - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. - if medication was required, please clarify if it was prescription strength.: medication was required but I do not know any more than that - what is the most current patient status?: patients are better or are improving - can you identify the product code and lot number of the product that was used? No - was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No ? Is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) dr. (Please refer the attached email)" additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Description of event, symptoms, manifestation of reaction infection name of surgery? What was the procedure date? What date /day post op was the reaction noted? What prescription strength medication prescribed to treat the reaction? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.